Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of 125 mg/dl. He retested using another two other meters and received readings of 72 and 75 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot. The meter was replaced at the customer's insistence. No product will be returned.